Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead serial# unknown,other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had rods put in their back to address scoliosis and pt was not getting desired coverage anymore from their spinal cord stimulator (scs) in about (B)(6) 2020. Pt noted 8 months later at the end of (B)(6) 2021, the pt had the implantable neurostimulator (ins) explanted. The hcp said the rods and other hardware would affect the leads so the hcp told the pt they should have the ins explanted. Pt noted they had 3 subsequent scoliosis surgeries that affected the leads. Pt noted they were not sure when their mdt rep.  Was aware of their scs not providing desired coverage (pt said mdt rep. Could not get coverage to go up that high) because their were "so many other issues going on." Pt stated that dr. (B)(6) (first name not asked) or dr. (B)(6) implanted the first two scs's into the area behind the left ear and the therapy was good. Pt reported that they currently had no ins, but had the leads still in their body going up into the occipital area by their ear. The reason for the call was pt asked if they could have a MRI with contrast with the leads still in their occipital area. Patient service specialist (pss) consulted technical services and agent confirmed pt could not have an MRI. Pss relayed this information to the pt. Pt called their mdt rep. Today about MRI compatibility and the mdt rep. Suggested the pt to go online for information. Pt mentioned they met with their mdt rep. Sometime in 2019 for reprogramming. Pt mentioned dr. (B)(6) performed the last scoliosis surgery on (B)(6)year unknown and was supposed to remove the scs during the surgery, but forgot to remove it. Pt had to have another surgery to have the ins removed.  Rep reported they were not made aware of patient not getting coverage/ explant until today. Rep reported they did not speak to patient since 2018.